Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure, the capio device did not fire once used inside the patient. The needle eventually broke when used with the capio device and it was found in the suture capturing device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio slim revealed that the cage is damaged. The carrier was actuated three times and it extended and retracts without any problem. Also, it was actuated (deployed) three times with the suture and the needle does not enter in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure, the capio device did not fire once used inside the patient. The needle eventually broke when used with the capio device and it was found in the suture capturing device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.